Manufacturer narrative:
Analysis of the device revealed no anomalies. Device battery was found to be above elective replacement level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had melanoma sarcoma on the pacemaker pocket, the pocket tissue had necrosis. The patient developed an infection and pocket erosion was noted. The whole system including the implantable cardioverter defibrillator and leads was explanted. When the physician attempted to explant the competitors right ventricular lead the patient¿s blood pressure dropped. There was a tear in the superior vena cava ¿ svc; the cardiothoracic surgeon determined it was due to the laser sheath. Resuscitation attempts were unsuccessful and the patient deceased. Related manufacturer reference number: 2017865-2019-08611.